Event description:
The facility reports the resident was removed from the tub and lowered using the lift hygiene chair. The pt was strapped in and the bottom bar in place. While the carer was drying the legs of the pt, the lift tipped over. The pt fell forward onto the carer. The pt's head struck the floor. A dr examined the pt after the event and confirmed no injuries. The lift was taken out of use.